Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, it was observed that around the boot section between the universal cord and the light guide connector that the image sensor cable was kinked, and the bundled shielded cable was exposed due to tear of coating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that at the site that the bundled shielded cable was exposed due to tear of the cable coating, the outer surface of the endoscope had contact with the bundled shielded cable of the image sensor cable, which may have resulted in the suggested event. It is likely that a kink of the image sensor cable and tear of coating could have been caused by application of stress such as excessive twisting or bending. However, a conclusive root cause could not be determined. The operation manual describes how to inspect for the subject events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed a bad image. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was no image, and the image would appear and disappear alternatively. This report is being submitted for the malfunction found during device evaluation (no image and images alternatively appeared and disappeared).